Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited acute high rv coil impedance based on programmed settings. A lead impedance warning was triggered. It was indicated that impedance has since returned to within expected limits. Two weeks later, it was reported that the lead continued to exhibit high rv coil impedance and that the lead impedance was ¿jumping¿ from normal to high impedance ranges. It was also reported that the lead exhibited a possible fracture. The lead was reprogrammed to different polarities, but high impedance measurements persisted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and the impedance trend on the rv (right ventricular) defibrillation coil was variable. The analyst noted that during the week ending on (B)(6) 2015, rv coil impedance measured 204 ohms. Impedance remained high and variable.

Event description:
It was further reported that the lead was capped and replaced.